Manufacturer narrative:
Unit passed displacement test and selftest. Insulin pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Insulin pump error 3 and insulin pump error 53 found in the insulin pump history (linenumber = 5632 and filenumber = 2005) due to software error. Insulin pump error 54 found in the insulin pump history (linenumber = 1421 and filenumber = 21122) due to software error. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.